Event description:
After placing the PICC line, the nurse went to break away the introducer. She had hold of the PICC and both sides of the introducer were secured. As she peeled away the introducer, the catheter broke. Part of the introducer was still intact. There were no difficulties during peeling it back. The nurse then discontinued the line with all of the catheter accounted for and had to place PICC in a different site.what was the original intended procedure?PICC insertion.device #1is this a laboratory device or laboratory test?no.